Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported infuses an inconsistent amount of fluid which was reproduced during evaluation. The cause was determined to be under-delivered 17.184%. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infuses an inconsistent amount of fluid. When infusing a 50 ml infusion at 200 ml/hr it comes out as much as 10 mls low. There was no patient involvement. No additional information is available.